Event description:
It was reported that during cori assisted tka surgery, the cori knee tensioner cartridge did not fit into tensioner. Surgery was resumed after a non-significant delay with manual gap assessment (meaning, the tensioner was not used), but the procedure was concluded with cori. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
H10: corrected event description in b5 and corrected section h6. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the tka surgery was completed with cori, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event.

Manufacturer narrative:
Initial reference number: (B)(4).

Event description:
It was reported that during cori assisted tka surgery, the cori knee tensioner cartridge did not fit into tensioner. Surgery was resumed after a non-significant delay by manual procedure. Patient was not harmed as consequence of the problem.